Event description:
Two ultratine devices were implanted in pt in 2007. Pt has reported that devices have not absorbed and are encapsulated. Pt is also claiming pain, swelling, numbness and blurred vision 10 months after surgery.

Manufacturer narrative:
There is a very low incidence of reaction to implantation of this degradable device. We have discussed the surgical procedure with the physician. In the event that the device is explanted, we are requesting the return of extracted devices for histological analysis. In this instance, the device was implanted in the mid forehead area, which is unusual and not in accordance with recommendations in the instructions for use. However, it is inconclusive as to whether there is a relationship between placement and apparent encapsulation. If more info becomes available, it will be submitted in a supplemental report.